Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was high impedance on electrodes 11, 12, 14, and 15. It was logged that the actions required as a result of the event was reprogramming. It was noted that no diagnostic testing or troubleshooting was performed but it would be performed in the future. It was reported that the cause of the issue was not determined. It was reported the patient had no falls in the past several months. It was noted that if impedances continued to expand beyond the four contacts, it may require x-ray to rule out blunt fracture and further lead replacement. It was reported that the patient status at the time of the report was alive with no injury, and the patient symptoms or complications associated with the event were that there was less than 50% therapy relief at an unknown location. It was reported the patient's coverage had gradually declined, but was never really in the areas he desired. Additional information received reported there were no interventions taken or planned and the patient's therapy at the time of report was stable, and they had not heard from the patient since the last appointment.

Manufacturer narrative:
(B)(4).